Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Ssu getinge group taiwan co., ltd. Reported a damaged shipment. They received the shipment on june 02, and the outside box was in fine condition. But they found one box with a hole. No patient involvement.

Manufacturer narrative:
#Trackwise (B)(6). Updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 06/20/2022. Photographs were provided by the account. A photographic inspection was conducted. The product box was observed to be dented on the side in photograph #2. No other visual defects were observed in the photograph. An investigation was conducted on 07/20/2022. A visual inspection was conducted. The device was returned inside the packaging material. The packaging box was observed to be dented on the one end. An indent was also observed on the front side of the packaging box. The devices inside the packaging box was observed to be intact, with no visual defects observed. Based on the returned condition of the device, the reported failure "shipping damage or problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure

Event description:
N/a.